Event description:
Rn noticed on the monitor that the patient's heart rate had increased from 50 to 120. Upon entry into the room it was noted that there was a large mucous plug obstructing the elbow of the ventilator tubing prior to connection with the et tube. The ventilator was not alarming.tech support had biomed staff test the system; tested by simulating full and partial obstruction of tubing.